Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 possible false positive sars results for 1 patient being tested over approximately a 1-month timeframe. Customer states the results were confirmed negative by pcr and other rapid antigen tests. Report 1 of 2 results.